Event description:
It was reported via legal notification, that patient, underwent initial bilateral knee replacement surgery on (B)(6) 2008 and was implanted with optetrak devices. Plaintiff was implanted with optetrak posterior stabilized tibial inserts, along with optetrak stems, optetrak patellas, optetrak screws, optetrak tibial trays, and optetrak posterior stabilized femoral components. Following the surgery, plaintiff began experiencing worsening symptoms, pain, instability, effusion, and antalgic gate. Plaintiff is currently scheduled for a right knee revision surgery on (B)(6) 2023. Plaintiff continues to experience pain and discomfort on a daily basis in both knees which limits her daily activities and quality of life. No device return anticipated due to this being a legal case. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H6. Investigation - based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the patient's pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Patient has bilateral knee replacements, with 2 revisions for the contralateral knee. These devices are used for treatment not diagnosis.